Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported the stent delivery system (sds) balloon ruptured during the first inflation to 6 atm on an ami pt. The procedure was completed with another device. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Balloon ruptures can occur as a result of a mfg deficiency (such as damage to the balloon from the stent or from damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. The warning section of the IFU warns that there ware increased risks of using the sds in pts who have experienced a recent (less than 1 week) acute myocardial infarction. As reported, this was an ami case and may have contributed to the difficulties experienced. In this case, a conclusive cause for the balloon rupture could not be determined.